Event description:
The customer reported that the eyepiece of the scope was broken. The issue was found during reprocessing. There were no reports of harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction (broken eyepiece) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, likely cause of the reported event is due to impact of a major mechanical force caused a blow or a fall. Olympus will continue to monitor field performance for this device.